Event description:
Caller reported that pt was admitted to hospital for dka, blood glucose of 594 mg/dl. Pt was treated with insulin drip, lantus, and daily injection therapy. Caller indicated that device's time was off by 12 hours and was tracking time in military time. Caller indicated that she believed the issue was caused by user error.